Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure ). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "plaintiff did not undergo any essure confirmation test". The patient's medical history included gastric bypass, anemia, gallbladder removal and abdominoplasty. Concurrent conditions included obesity, breast reduction, macromastia, abdominal cramps, anemia, stomach pain and numbness in leg. In 2006, the patient had essure (ess205) inserted. In 2009, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced tinnitus ("neurological conditions or problems type: tinitis,") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced nausea ("nausea,"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), eczema ("rashes or skin conditions type: ecema type reaction,"), dyspareunia ("dyspareunia painful sexual intercourse),"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("right side that radiated down my right leg"), abdominal pain ("abdomen pain") and rash ("rashes"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hot flush, eczema and weight increased had resolved and the nausea, tinnitus, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, pain in extremity, abdominal pain and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, eczema, hot flush, nausea, pain in extremity, pelvic pain, rash, tinnitus, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿abdominal pain,pelvic pain, most recent follow-up information incorporated above includes: on 24-jan-2019: new pfs + mr received- new events added: hormonal changes describe: hot flashes, rashes or skin conditionstype: eczema type reaction, salpingectomy (bilateral removal of fallopian tubes), nausea, neurological conditions or problems type: tinnitus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain,vaginal discharge and weight gain, abdomen pain, lower abdomen pain leg pain , plaintiff did not undergo any essure confirmation test were added.new reporter was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.